Event description:
A facility reported that the dia 5mm tungsten needle holder (cev500t5) broke at the beginning of the surgery, when introducing the needle holder in the trocar. Staff had to search for the broken part in the adult patient. The broken part was retrieved without using x-ray. It was reported that there was an increase in surgery time of at least 30 minutes. Another device was available to finish the surgery. No injury or death was reported.

Manufacturer narrative:
The dia 5mm tungsten needle holder (cev500t5) was returned for evaluation: the device history record (DHR) was reviewed, and no anomalies related to the reported failure were observed. Failure analysis: evaluation of the tungsten needle holder verified the complaint reported by the customer as valid. A broken movable jaw was noted. Root cause analysis: evaluation did not notice any defects on the movable jaw. The breakage was probably due to a crack that has become more larger with successive use. The crack was likely due to its normal wear since the device was manufactured in 2015.

Event description:
N/a